Event description:
Pt expired in 2008, due to unk reason. Device was implanted and explanted on the same day. No further details were provided. The device will be returned (discarded).

Manufacturer narrative:
Device not returned.